Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified anterior tibial artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced but failed to go to the target lesion due to severe calcification. However, during removal, the shaft separated inside the catheter. After using a guideliner, a snare was used to entangle and completely remove the device. The procedure was completed with a different device. There were no patient complications reported and the patient was in good health.

Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks to the shaft. The shaft is separated 26.6cm from the tip. Microscopic examination revealed no additional damages.

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified anterior tibial artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced but failed to go to the target lesion due to severe calcification. However, during removal, the shaft separated inside the catheter. After using a guideliner, a snare was used to entangle and completely remove the device. The procedure was completed with a different device. There were no patient complications reported and the patient was in good health.